Manufacturer narrative:
On 5/14/2019, during analysis of the sample it was observed a crease on the posterior aspect. Within the crease it was a tear measuring 0.2 approximately. No other anomalies were discovered. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. The reported complaint was confirmed. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. It is most likely that the crease/fold was created due to the stress cause by the capsular contracture which resulting in a tear at a later date. Complaint information will be included in complaint trending that is reviewed and monitor by monitored by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: a saline mentor smooth round moderate profile 350cc , catalog number 3501655, serial number (B)(4), lot number 6866817. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old african-american female patient underwent a breast augmentation primary with a saline mentor smooth round moderate profile 350cc and experienced deflation and capsular contracture on the right breast implant. As a result, the patient had undergone removal and replacement with saline mentor smooth round moderate profile 425cc on (B)(6) 2019.